Event description:
It was reported that the patient presented to the clinic due to infection. The physician explanted the system on (B)(6) 2026 ¿ pacemaker, right ventricular (rv) and right atrial (ra) leads and replaced with leadless pacemaker on (B)(6) 2026. The patient was recovering post-procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.